Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. Pre-dilatation was performed with a 2.0mm balloon. The 2.25x12mm xience alpine stent delivery system (sds) was implanted. Post dilatation was performed using a 2.25mm nc balloon. However, a distal edge dissection was noted. An additional 2.25x8mm xience alpine stent was used to treat the dissection. Good result shown in angiogram with timi iii flow. There was no adverse patient sequelae. There was no clinically significant delay in the procedure. No additional information was provided.